Event description:
Healthcare professional additionally reported the baker grade of capsular contracture as baker grade IV, health care professional confirmed via rga "no rupture." This record is for the right side.

Event description:
Healthcare professional reported right side rupture and concern with the product as well as sending diagnostic testing due to feeling of fluid around the implant. Healthcare professional also reported "capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: one extended opening, white particles calcification -like in device outer surface and creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: two openings striated and wear abrasion. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: two openings striated assessed as surgical damage and creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Reason for reoperation: rupture and patient¿s concern with the product.

Event description:
Healthcare professional reported rupture, "patient¿s concern with the product", and "any creases". The device was explanted. This record is for the right side.